Event description:
In 2008, the pt reported that his blood glucose has been "running high" since switching to his backup infusion device and he requested assistance in changing his bolus increment from 0.1 to 1.0 units for the "scroll" standard bolus feature. He was advised, this is a factory set increment that cannot be changed. He had changed the bolus increment of the "quick" bolus prior to the report. He stated that he believes his blood glucose was elevated due to the fact that the "quick" bolus increment on the backup infusion device was different from the primary device. He was assisted with reviewing the bolus history and an 11.5 unit bolus was listed at 12:29pm. He stated that may have been the correct amount of insulin he intended to bolus. He stated that his blood glucose measured 55 mg/dl at 10:11 am and he consumed 26 carbohydrates. He stated that he may have over treated leading to elevated blood glucose. His blood glucose measured 83 mg/dl at 10:40am, 283 mg/dl at 12:24pm, 367 mg/dl at 2:45pm, and 390 mg/dl at 6:00pm. His physician recommended blood glucose range is 70-140 mg/dl. Troubleshooting did not reveal any product issues. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.